Manufacturer narrative:
G4:10nov2020; b4:13jan2021. H11: h6: the unit was not in use on patient. H10: the filed service engineer (fse) replaced cpu and pm board per service manual and customer reported problem still persist. The fse re-installed all original parts back into device and replaced flow sensor assembly and reported problem was corrected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The gas delivery system (gds) was returned for failure investigation. The customer complaint was verified. The root cause was a failure of the airflow sensor caused by u1 drifting out of calibration.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020.

Event description:
The customer reported that the device is alarming vent inoperable watchdog timer test failure error code. The customer reported that the unit was not in use on a patient. The customer contacted product support and was advised per service manual to replaced cpu and power management (pm) board and customer reported problem still present. The following parts were ordered and still pending repair. Part 989805617141 rp-flow sensor assy, air & o2, v60/v680 989805617141 rp-flow sensor assy, air & o2, v60/v680.